Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, chair would not start and then jerk and shut off. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.